Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 4 of 6 on the home choice (hc) . The home patient (hp) had two bags connected and the unused line clamps were open. The home patient (hp) cycled the power and ended therapy. The hp would completed therapy with manual supplies and the alarm was cleared. During a follow up call to the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240, she was not aware of the alarm and the home patient (hp) had recently been into the clinic. Ps explained to the pdn that during troubleshooting it was noted that the hp had left an unused clamp line open. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.